Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. A customer reported receiving unspecified low sensor readings and as a result experienced symptoms of a loss of consciousness and was unable to self-treat. Customer had contact with a healthcare professional who obtained blood glucose results of 14.1 mmol/l, 14.2 mmol/l and 14.1 mmol/l. No treatment was rendered however, hcp suggested customer to increase exercise. There was no report of death or permanent impairment associated with this event.